Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt had signs of hemolysis and elevated ldh. Upon further review, an echo and weaning studies revealed ventricular recovery. The pt was readmitted for device explant. During the admission, the pt suffered an embolic stroke and expired.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. The attached user facility report was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.